Event description:
It was reported that the patient underwent a revision surgery to replace their inflatable penile prosthesis (ipp), for an unspecified reason. The previous ipp was explanted, and a new device consisting of 8cmx12mm cylinders, a pump and a reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a revision surgery to replace their inflatable penile prosthesis (ipp), for an unspecified reason. The previous ipp was explanted, and a new device consisting of 8cmx12mm cylinders, a pump and a reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the ipp was explanted and replaced because the device was no longer functional. The explanted ipp was not returned for investigation. It was also noted that there were no patient complication during the procedure.